Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Battery voltage at 2.77 volts. Battery status ok on save to disk with remaining longevity estimated at 9 years.

Event description:
It was reported that the implantable pulse generator (ipg) was interrogated immediately after the implant and there was a message indicating "replace pacer" and there were no changes in parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.